Manufacturer narrative:
The battery was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The analysis of the device revealed that the device met specifications; the batteries passed visual examination and functional testing. The reported event was not confirmed during testing of the device, nor via controller logs because log files were not available. There is no evidence of devices malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of six reports (3007042319-2015-01719, 2015-01720, 2015-01721, 2015-01722, 2015-01723 and 2015-01724) submitted for devices related to the same event.

Event description:
It was reported by medical staff that a patient at home experienced multiple pump stops due to the battery changing after getting a critical battery alarm. The batteries were exchanged with no reported consequences or impact to the patient. No additional information was reported.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of six reports (3007042319-2015-01719, 2015-01720, 2015-01721, 2015-01722, 2015-01723 and 2015-01724) submitted for devices related to the same event. Evaluation in progress.